Event description:
Following a procedure, the helix was not fully extended on the right ventricular (rv) lead which was confirmed with diagnostic imaging. The values were stable on the pacing system analyzer (psa) so no intervention was performed. The patient was stable.